Manufacturer narrative:
The inquiry alleged the targeting arm t2 ankle to be the subject product. No associated instruments and no nail were returned. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in manufacturing. Functional test of the targeting arm t2 ankle was performed with sample instruments and sample nail in order to reproduce the event reported. Placing the nail, attached to the applicable nail adapter, in the correct positioning slots targeting accuracy was confirmed. The drill passed all drill holes in the nail without contact. A deviation in guiding as described was not confirmed. The reported mal positioning of screws could only be reproduced while using the wrong positioning slot (turned in 90°). The event description confirmed that position of screws were checked in ap-view. During placing the calcaneal screw (in a-p direction) usually monitored in m-l view ¿ it was detected that the proximal screws had been placed aside the nail. The labeling clearly instructs ¿guided locking of the proximal screws must be performed with the target arm locked in the ¿medial locking¿ position. Do not attempt to use the target arm in the ¿lateral locking¿ position for proximal locking as this will lead to miss drilling.¿ the target device functioned as intended. Reported mal positioning of screws could be reproduced while using the wrong positioning slot. The surgeon had chosen an incorrect locking mode for preparation of screw positioning which was regarded as user related. A product deficiency was not verified.

Event description:
The customer reported that an elderly female was getting a t2 ankle arthrodesis nail due to arthritis in her ankle. The surgeon prepped the ankle by removing the distal part of the fibula then access was gained into the calcaneus with a k wire and reaming took place. A 10 x 150mm nail was assembled onto the targeting jig and this was inserted into the patient. A 5mm partially threaded screw was placed in the talus using the targeting device. The targeting device was then moved medially on the patient and two 5mm locking screws were placed in the proximal holes. These were checked on an ap view and in surgeon¿s opinion the screws had gone through the nail hole spaces in the nail. The targeting device was then moved laterally, compression applied on the compression screw and while carrying out the calcaneal screw (which went through the nail) surgeon noticed that both proximal screws medially in the nail had not gone through the nail and were sitting posterior to the nail. Surgeon proceeded to fill these holes free hand without the targeting jig with 5mm locking screws and left the screws that had not gone through the nail in the patient commenting that these should actually help the nail with stability. He then applied external compression and targeted the posterior anterior locking hole and this also did not go through the hole in the nail. Carrying out freehand proximal locking added on approximately 45 minutes to the procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that an elderly female was getting a t2 ankle arthrodesis nail due to arthritis in her ankle. The surgeon prepped the ankle by removing the distal part of the fibula then access was gained into the calcaneus with a k wire and reaming took place. A 10 x 150 mm nail was assembled onto the targeting jig and this was inserted into the patient. A 5 mm partially threaded screw was placed in the talus using the targeting device. The targeting device was then moved medially on the patient and two 5 mm locking screws were placed in the proximal holes. These were checked on an ap view and in surgeon¿s opinion the screws had gone through the nail hole spaces in the nail. The targeting device was then moved laterally, compression applied on the compression screw and while carrying out the calcaneal screw (which went through the nail) surgeon noticed that both proximal screws medially in the nail had not gone through the nail and were sitting posterior to the nail. Surgeon proceeded to fill these holes free hand without the targeting jig with 5 mm locking screws and left the screws that had not gone through the nail in the patient commenting that these should actually help the nail with stability. He then applied external compression and targeted the posterior anterior locking hole and this also did not go through the hole in the nail. Carrying out freehand proximal locking added on approximately 45 minutes to the procedure.